Event description:
Regular terumo size band put on patient inflated, and when the sheath was removed it wouldn't hold pressure (it deflated). So, the syringe was inserted again and inflated again, but still was deflating. Another tr band was used and worked fine. After the tr band was removed, staff inflated it with air and could hear a little air noise coming from the band.